Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of above (400 mg/dl) the customer took a manual injection to stabilize bg level. Reportedly, the customer noted 2 inch air gap in the tubing. The customer attempted to expel the air gap by performing 30u fill tubing. However, the air gap was still in the tubing. The customer stated to be on vacation and did not have backup supplies to change out. It was indicated that the customer would revert to lantus manual injections as alternate insulin therapy and change supplies once home.